Event description:
It was reported that shipper box was received damaged and sterility compromised with a bd 1ml syringe luer-lok¿ tip. 149 syringes are affected and was discovered prior to use. The following information was provided by the initial reporter, translated from chinese to english: found that the smallest package was damaged during the inspection process, the batch number is 7240905, involving 2 box, a total of 149 packages in 200 syringes are damaged; there is a risk of sterility.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. It has been determined that this issue falls under a service complaint and is not considered as a product complaint.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that shipper box was received damaged and sterility compromised with a bd 1ml syringe luer-lok¿ tip. 149 syringes are affected and was discovered prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: found that the smallest package was damaged during the inspection process, the batch number is 7240905, involving 2 box, a total of 149 packages in 200 syringes are damaged; there is a risk of sterility.